Event description:
It was reported that during a hemorrhoid procedure, there was a stapling issue: the clamp cut but stapled only partially (hemorrhage). The surgeon completed the procedure by manual suture. There were no adverse consequences for the patient. Would cut but stapled partially.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis. Additional information received: how much blood was loss (ml)? 100cc. Did the patient require blood products? No. What degree of hemorrhoids did the patient have? Third-degree prolapse. Did the post-operative care change? If yes, please explain. No.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: how much blood was loss (ml)? Did the patient require blood products? What degree of hemorrhoids did the patient have? Did the post-operative care change? If yes, please explain.